Event description:
A hydrothermablator was used for a hydrothermablation procedure(age, weight unknown). According to the complaintant, the physician administered a paracervical block when the patient had an allergic reaction to the anesthetic. The procedure was not completed as a result of this event. The patient was admitted to the hospital and was released the following day. The patient's condition was reported as "well " upon release. There were no further complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as product was not returned. No device history review was performed as the device was not involved with the incident.